Event description:
Patient was implanted with an end cap, locking sleeve, spiral blade, femoral nail, and locking screw. Patient was revised and all hardware removed after post x-ray showed spiral blade back out.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.